Event description:
Baxter product surveillance received a report from a home patient's nurse that a home patient's nurse that a home patient's minicaps have been loose for the last two weeks. The caps did not fall off the transfer set and were discovered at the time the exchanges. This was communicated to the nurse in 2006 when the patient had been diagnosed in 2006. The home patient presented to the clinic with cloudy effluent and abdominal pain. In 2006, a culture of the effluent grew strep. Viridians. In 2006, the rbc (red blood cell count) was 60, wbc (white blood cell count) was 1210 with 76% polycytes (poly) and 24% monocytes (mono). On 06/02/2006, the rbc was 82, wbc was 52 with 26% poly and 74% mono. Three days later, the rbc was 34, wbc was 36 with 14% poly and 86% mono. The home patient received 1g of cephtazidine ip daily for 4 days, the cephtazidine was stopped due to a persistent rash and body itching. Next day, cephazolin was stopped since the rash and itching had not subsided. Next day, 2g of vancomycin ip was given. No patient recovery has been reported.